Event description:
It was reported that the patient felt a vibratory alert that the hvli was out of range. When the device was checked, there was only one measurement recorded as out of range. On (B)(6) 2010, the noise was reproducible with movement. The svc shocking vector was programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.